Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges prelude introducer was found at the distribution center with a damaged sterility barrier. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.